Event description:
It was reported that an adverse event had occurred on (B)(6), 2014 at the hospital. A 50mm multiloc screw was reported to be lost inside of a patient intraoperatively on (B)(6), 2014. Screw was not completely captured on multiloc screwdriver. There was a 15 minute delay in surgery and patient is healing normally. The procedure was successfully completed. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.